Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility in (B)(6) reported at the start of surgery, the cutter did not move properly at 5000cpm. Then it started working normally. The surgery completed with no patient injury.